Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-33 alarm (min detection circuitry: input to a/d converters is not 0 v although the min air transducer is not oscillating). This occurred during infusion of potassium chloride and other hydration infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.